Manufacturer narrative:
Additional information: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Product analysis: the female hex on the screw was stripped. A microscopic review of the hex revealed that the initial damage occurred while the screw was attempted to be inserted. There does appear to be some secondary damage from the removal process. The driver was not returned to verify the male hex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented with cervical spinal stenosis underwent anterior cervical decompression. Intra-op, the product was slipped during implantation. Product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.